Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller today had damage to power connector number one. Power was persistently switching to connector two with a "power disconnect" sound, even when the ac adapter was connected. The connector was obviously loose, with the o-ring coming out. No pump stops were logged. There was no obvious damage/trauma to the controller. It was noted that the patient was carrying the controller appropriately in the waist pack. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the patient was experiencing power switching events and that power port 1 of the controller was loose. The controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device failed visual examination and passed functional testing, although, during visual testing a wire going to pin 1 inside the controller came loose. This indicates that the connection to the cup it was attached to, was partially loose and not properly fastened. This was probably a contributing factor to the numerous power switching events found in the logs. Log file analysis revealed that the controller in use during the reported event did not contain the smr software. Analysis of the data log files revealed several premature power switching events that were due to communication errors between the controller and battery. However, the reported beeps are most likely attributed to communication errors between the controller and batteries. The most likely root cause of the loose connector event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.